Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the left and right monitors. The system was tested and operates as intended.

Event description:
The customer reported the left and right monitors would not display an image on the 9800 system. No patient injury was reported.